Event description:
It was reported that the patient was seeing code 528 when attempting to increase stimulation with the patient programmer following a programming appointment. The caller indicated that this morning the patient was programmed with an amplitude of 4.5ma on both side, an upper limit of 5.8ma and lower limit of 0ma. The caller did not indicate seeing any oor message during that programming session and stated that the impedances were within the normal range. The caller indicated that the patient was able to decrease the amplitude to 4.4ma with the programmer but when attempting to increase again they were seeing the 528 code. The caller was not with the patient. Additional information received from the manufacturer¿s representative(rep) reported the patient had an appointment with their neurologist scheduled for october 4th where they would determine the cause of the oor and output issue at this appointment. The patient was currently at 4.4 ma on both the left and right side and receiving successful therapy. The output issue and patient¿s ability to crease to 4.5ma was not yet resolved but would be addressed at an upcoming appointment.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported at the patient¿s follow-up appointment the hcp ran an impedance test and lowered the frequency and pulse width on both the patient¿s left and right hemispheres. The clinician programmer no longer emitted an oor.